Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search found one previous incident for the mbt cem keel tib tray sz4. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
Patient was revised to address pain.